Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system would become unresponsive when loading a blank cd. However, when the cd was not blank it would load without issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was restarting without prompt from the user when loading discs on the system. There was no patient present when this issue was identified. No additional information was provided.